Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned product showed nicks, scratches, and scuff marks. Also visual inspection confirms that the pins are secure from being manually screwed in. The laser welds of the pins are verified to be fractured. DHR was reviewed and no discrepancies were found. Root cause is most likely due to normal product wear; however, root cause is unable to be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the guide pin on the cutting blocks loosened, the weld seam was torn, and the pin had to be manually screwed back into the cutting block.